Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis.

Event description:
It was reported that pre-operative when the disposable blade was inserted into the handpiece, the handpiece got hot immediately (less than one minute) and it could not be used. The blade was not rotating. The operation has been executed with simple surgical instruments without the handpiece. There was no patient impact.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has been completed. Analysis could not confirm the reported event of heating up. Pre-repair temperature testing was performed. Pre-repair temperatures after running the device for 1 minute were the following: rear¿ 80 degrees f, motor ¿ 80 degrees f and front ¿ 81 degrees f. The ambient temperature was 78 degrees f. Evaluation found that device motor is running smoothly. The after disassembling the device for further inspection, evaluation found that the end cap parts were heavily polluted with foreign debris. The rear bearings, seal and o-rings were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.